Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure: novasure and essure" on (B)(6) 2007. The patient's medical history included menorrhagia. Concurrent conditions included endometrial polyp. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), complication associated with device ("device complication") and anxiety ("anxiety"). The patient was treated with surgery (essure removal and surgery to remove the essure). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, perforation, complication associated with device and anxiety outcome was unknown. The reporter considered anxiety, complication associated with device, device dislocation and perforation to be related to essure. The reporter commented: on (B)(6) 2007, patient had endo ablation (novasure) and essure sterilization performed. The novasure was seated. Ablation took place. The novasure was removed without difficulty. The operative hysteroscope was placed. Both tubal ostia were identified. The right tubal ostia were cannulated with the essure. Three coils were seen externally after deployment of the essure device. The left essure device was placed in the ostia and five coils were seen after deployment of the essure device. Excellent ablation was noted. Minimal blood loss, fluids was 950 cc. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Newreporter added. New event perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in a 46-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure: novasure and essure" on (B)(6)2007. The patient's medical history included menorrhagia. Concurrent conditions included endometrial polyp. On (B)(6)2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), complication associated with device ("device complication") and anxiety ("anxiety"). The patient was treated with surgery (essure removal and surgery to remove the essure). Essure was removed on (B)(6)2008. At the time of the report, the device dislocation, perforation, complication associated with device and anxiety outcome was unknown. The reporter considered anxiety, complication associated with device, device dislocation and perforation to be related to essure. The reporter commented: on (B)(6)2007, patient had endo ablation (novasure) and essure sterilization performed. The novasure was seated. Ablation took place. The novasure was removed without difficulty. The operative hysteroscope was placed. Both tubal ostia were identified. The right tubal ostia were cannulated with the essure. Three coils were seen externally after deployment of the essure device. The left essure device was placed in the ostia and five coils were seen after deployment of the essure device. Excellent ablation was noted. Minimal blood loss, fluids was 950 cc. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removed") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure: novasure and essure" on (B)(6) 2007. The patient's past medical history included menorrhagia. Concurrent conditions included endometrial polyp. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery (device removed). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. The reporter commented: on (B)(6) 2007, patient had endo ablation (novasure) and essure sterilization performed. The novasure was seated. Ablation took place. The novasure was removed without difficulty. The operative hysteroscope was placed. Both tubal ostia were identified. The right tubal ostia were cannulated with the essure. Three coils were seen externally after deployment of the essure device. The left essure device was placed in the ostia and five coils were seen after deployment of the essure device. Excellent ablation was noted. Minimal blood loss, fluids was 950 cc. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: medical device monitoring error. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 5-may-2017: medical record received-new event added; new reporters added. Company causality comment this case report was received from a lawyer on behalf of a (B)(6) year old female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 and device was removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required. Therefore, this case was regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "procedure: novasure and essure" on (B)(6) 2007. The patient's past medical history included menorrhagia. Concurrent conditions included endometrial polyp. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, complication associated with device ("device complication") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, complication associated with device and anxiety outcome was unknown. The reporter considered anxiety, complication associated with device and device dislocation to be related to essure. The reporter commented: on (B)(6) 2007, patient had endo ablation (novasure) and essure sterilization performed. The novasure was seated. Ablation took place. The novasure was removed without difficulty. The operative hysteroscope was placed. Both tubal ostia were identified. The right tubal ostia were cannulated with the essure. Three coils were seen externally after deployment of the essure device. The left essure device was placed in the ostia and five coils were seen after deployment of the essure device. Excellent ablation was noted. Minimal blood loss, fluids was 950 cc. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 27-oct-2017: event medical device removal deleted and event migration, anxiety, pain added with essure removal date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up information received on 03-may-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).